Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (B)(6); product type: 0195-heart valves; product ID evolutfx-26 (B)(6); product type: 0195-heart valves; product ID evolutfx-34 (B)(6); product type: 0195-heart valves; product ID evolutfx-29 (B)(6); product type: 0195-heart valves; product ID evolutfx-34 (B)(6); product type: 0195-heart valves; product ID evolutfx-29 (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the transcatheter bioprosthetic valves exhibited a seal issue and white loose particles were visible after opening the jar lid. The valves were not used for implant and were replaced.

Event description:
Additional information was received which clarified that these valves were opened during three different procedures. There was difficulty opening the valve jars and damage to the jar lid seals was noted.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.